Manufacturer narrative:
Regulatory agency medwatch: mw5569883.

Event description:
Information was received indicating that both of the pumps with a cadd cassette reservoir attached were alarming high pressure. It was reported the end user's mother attempted to resolve but was unsuccessful and went to the emergency room (ER) after calling 911. Reportedly the doctor at the ER advised the end user they could not help with the central line and refused to touch or look at the line. It was reported the pump stopped after 30 minutes and the end user returned to the ER and was again told they could not help. The end user was advised to contact her doctor and go to the hospital as the patient was experiencing light headedness. Dose or amount: veletri 35ng.kg.min, frequency: continuous, route: IV. Dates of use: 03/2021 to current. Diagnosis or reason for use: pulmonary arterial hypertension (pah).